Event description:
Note: date of event is not known. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "ultraflex precision stent placement as a bridge to surgery in patients with malignant colon obstruction" published in gastrointestinal endoscopy volume 67, no. 1 : 2008. The following information was derived from this article. An ultraflex precision single-use stent was used for a colonic stent placement procedure. According to the article, patient experienced a serious non device related adverse event. A pulmonary thromboembolism occurred 11 days after the scheduled elective surgery with stent removal. The surgery was determined to have caused the adverse event.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.